Manufacturer narrative:
(B)(4). The analysis results found that the instrument arrived with a reload cartridge loaded, and the cartridge had a wedge band bypass. It appears as if the cartridge was not loaded properly onto the instrument after the first firing, causing the wedge band bypass on the right side. If the reloading instructions are not followed and the cartridge is loaded improperly into the channel of the instrument, the cartridge and instrument could become damaged. The batch records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during a thoracotomy procedure, the instrument locked out after firing. A like device was used to complete the procedure. There was no reported pt consequence.